Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the device fell off event. Device #052325-a was inspected. Due to the used condition of the foam pod, the original adhesive properties could not be verified. The complaint for this device could not be confirmed.

Event description:
A patient returned one v-go 40 device with the device labeled as "fell off". No additional details surrounding the event were reported.